Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead to extension connection incision came open after revision. The system then became infected. Healthcare provider (hcp) attempted to use antibiotics but that did not resolve the infection so the system was explanted and this resolved the issue. Manufacturer representative (rep) reported that the system was discarded and will not be returned.